Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were call service alarms verified in the black box and pump history. The call service alarms were unable to be duplicated during investigation.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a call service alarm (cs 078) issue. The distributor stated that the pump emitted multiple call service alarms that were unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.